Manufacturer narrative:
Concomitant product(s): additional device: pxc141000 UDI information: (B)(4). It is unknown which device was in the left iliac region, therefore both were investigated. Results: a review of the manufacturing records for the devices verified the lots met all pre-release specifications.

Event description:
The following information was reported to gore: on (B)(6) 2007 a patient underwent treatment with gore® excluder® aaa endoprostheses trunk ipsilateral leg component (pxt281416/04779224) and a contralateral leg component (pxc141000/04777940). On (B)(6) 2007, the patient went in for a second procedure to place an aortic extender (pxa2803000/04702076).(captured event # (B)(6)). On (B)(6) 2018, a reintervention took place to treat disease progression noted in the left common iliac artery. A gore® excluder® iliac branch endoprosthesis was utilized to treat this. It was not possible to preserve the internal iliac artery, however there were no reported problems with the device itself, so this vessel was coil embolized. The right common iliac was slightly aneurysmal but it was decided not to treat this area at this time.